Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that extrinsic outflow graft obstruction (eogo) was suspected. The patient started having issues with minor low flow alarms (lfas) on 20nov2023 not associated with elevated pulsatility index (pi). The patient had intermittent dizziness since implantation. Flows were generally 2.4 lpm and pis were generally 3.5-4. Initially it wasn¿t tied to any particular position. The patient wasn¿t eating and drinking well so this was pushed and the alarms settled some. Stopping the patients torsemide resolved the issues. Then the patient came back with flows intermittently 2.4 lpm again, same pis. The patient was seen in clinic (B)(6) 2023 with no additional issues. It was noted the patient never had any alarms in the office. The patients' blood pressure was a smidge marginal (mean arterial pressure of 70) so the patient's hydralazine was pulled away. Alarms stopped and flows were back to 3.5-4.5 with pis in the 5-6 range. During the week of 11dec2023, the patient had intermittent positional alarms with no other symptoms. Flows were around 2.4, maybe a rare 2.3 but typically 3.2-3.9. No alarms on thursday 14dec2023 whatsoever. Alarmed a bit more on friday so the system controller was exchanged. Then no alarms from 1630-bedtime. Alarms intermittently again saturday and sunday, mostly positional but could be if the patient was laying on one particular side. An outpatient computed tomography angiography (cta) was supposed to be performed on (B)(6) 2023 but at 0115 am on (B)(6) 2023, the patient woke up, took a drink of water quick and then the lfas started with flows down to reportedly 1.4. The patient was taken by ambulance to the local hospital and flown to the site. An echocardiogram (echo) was done showing a decent right ventricle. A cta scan of the chest was performed and a meniscus sign within the tubing of the left ventricular assist device (lvad) was suspicious for clot within the lvad device consistent with partial thrombus/partial thrombosis. It was unclear where exactly the obstruction resided. Log file review was requested and captured numerous lfas on 18dec2023. It was noted that the patient was off aspirin due to increased petechiae/epistaxis, and they were also treated with intravenous fluids. It was also stated that the device speed had been set to 5300 rpm since discharged from initial implant hospitalization. The patient's lactase dehydrogenase levels were normal at 176, the international normalized ratio (inr) was 1.7, and their urinalysis was without signs of hemolysis. The patient's case was discussed, and an intravascular ultrasound (ivus) was performed on the outflow graft under general anesthesia, then a stent was placed to area of the obstruction. An instant flow change from 1.9 to 4.3 was achieved. The ivus was repeated, and the patient recovered in post operation before transferring back to the intensive care unit (ICU). The patient went home on (B)(6) 2023, and the issues resolved with the placement of the stent.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed through the evaluation. Review of the account¿s submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, it was reported that pump flow resolved following the placement of a stent in the outflow graft. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported bleeding and patient conditions could not be conclusively established through this evaluation. The controller event log file contained events from 17dec2023 through 18dec2023. Transient and sustained low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (b)(6 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.